Event description:
The customer reported that there was a fluid leak of unknown volume from the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer also reported that there were pc not receiving errors and a red proservice status. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) indicated that the unit never gets past the crc check and pc never attempts to connect to unit. He found line at port #6 of vc13 (ttm waste chamber) had popped off during a pressure drain, and repaired. (B)(4).